Event description:
A us distributor returned a patient's electrode belt was damaged and a monitors response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was non-functional. The root cause of the non-functional response button cannot be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.